Event description:
It was reported that a spectrum pump had an inoperable keypad in which the #6 key did not work. It was also reported there was no patient injury.

Manufacturer narrative:
(B)(4). Baxter rec'd and evaluated the device. The device was found out of spec in relation to the #6 key not working. Eval experienced an intermittent keypad response which was found to be caused by a failed keypad. The failed keypad was replaced. Baxter has initiated a CAPA to further investigate this issue.